Event description:
During the procedure, air bubbles were noted in the sheath when aspirating and the procedure was stopped.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.